Event description:
It was reported that the rigth atrial lead was extracted due to noise. During the procedure, access was lost and the lead was unable to be reimplanted. The lead was explanted and replaced. The patient was in stable condition.